Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported scope communication error e227 and video with lines during diagnostic procedure while the patient was under sedation involving an olympus colonovideoscope. The intended procedure was completed with less than 30 minutes delay using an olympus back-up device. There was no patient injury reported.